Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest tightness and bradycardia. It was noted that the implantable pulse generator (ipg) underwent early battery depletion. The ipg was expected to be replaced. No further patient complications have been reported as a result of this event.